Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were unable to see a water temperature (wt) on the arctic sun device. Normothermia targeted temperature (tt) was 37.5c, patient temperature (pt) was 36.7c, water temperature (wt) shows dashed lines and no water flow rate (wfr) displaying. Advised therapy was not actively running. Restarted therapy. Nurse noted they swapped out ts foley probe for a new one. Noted that could stop therapy because patient temperature (pt) input was required at all times. Water flow rate (wfr) was stabilized at 2.5 l per m, water temperature (wt) 34.5c. Rewarm rate programmed at 0.5c per hr. Encouraged to monitor patient temperature (pt) and if not increasing at 0.5c per hr call back for assistance as they were available 24 7. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were unable to see a water temperature (wt) on the arctic sun device. Normothermia targeted temperature (tt) was 37.5c, patient temperature (pt) was 36.7c, water temperature (wt) shows dashed lines and no water flow rate (wfr) displaying. Advised therapy was not actively running. Restarted therapy. Nurse noted they swapped out ts foley probe for a new one. Noted that could stop therapy because patient temperature (pt) input was required at all times. Water flow rate (wfr) was stabilized at 2.5 l/m, water temperature (wt) 34.5c. Rewarm rate programmed at 0.5c/hr. Encouraged to monitor patient temperature (pt) and if not increasing at 0.5c/hr call back for assistance as they were available 24/7. Sn (B)(6).